Event description:
A health care professional reported that when the patient was intubated, they found out immediately the tube was perforated when they tried to inflate the balloon. The tube was replaced immediately by another with a different lot. There was no patient impact. On follow up, it was reported that the balloon of the tube was perforated, hcp noticed when they tried to inflate it. The anesthetist was sure she didn¿t perforate it with the teeth of the patient. They put the tube out and use another one with a different lot and everything went well during the procedure. The manufacturing representative who was in the or did not inspect the device prior use. She was also not sure if the device was inspected by hcp prior to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.